Event description:
The cable was not working. It was tested against a known good cable. There was no patient prepped for surgery; hence no patient contact, injury or delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 11oct2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint management database for similar complaints. Results: DHR review was completed for camcabl cable serial number (B)(4), work order (B)(4), lot number tl-339485, modification level 03, manufactured in (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: sep-2015. The customer complaints review completed in (B)(6) identified no other complaints have been received to date for this serial number. The DHR review has been deemed satisfactory. Trending analysis was completed by the root cause identified in the failure analysis investigation. (B)(4). Conclusion: the customer complaint incident ¿cable defective¿ was not verified and could not be duplicated. Customer complaint was not confirmed. Root cause not determined; complaint incident could not be duplicated and the camcabl cable was verified as working within specifications.